Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged on the same day it was implanted. The lead was successfully revised the following day prior to the patient being discharged. Then approximately two days after discharge, it was reported that the patient exhibited syncope and was found unresponsive. As a result, the patient was taken to the emergency room (ER) where they also presented with vomiting. The patients following physician indicated the patients syncope and vomiting symptoms were determined not to be cardiac related. The lead remains in-service. No additional adverse patient effects were reported.